Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).

Event description:
It was reported that while a patient was implanted with a plate and screws in 2010 for an anterior cervical fusion at unknown levels. Patient was diagnosed with adjacent level disc disease and was returned to the or on (B)(6) 2012 for removal of hardware and extension of the fusion from c3-c7. The surgeon was attempting to remove a screw to reposition it and the inner shaft of the extraction screwdriver broke off in the head of the screw. Another instrument set was brought into the or and the surgeon was able to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.